Manufacturer narrative:
Based on the logfile analysis, on the reported date of event, a vent fail could not be confirmed. There were no indications for a device malfunction but for an external leakage found. During power-on self-test (post) and standby leak test as well, internal and external leakages are detected. During use, based on leakage, fresh gas flow settings and set alarm limits, several audible and visible alarms would be issued. The integrated pressure-, flow- and patient gas monitoring ensures that deviations from set/expected ventilation parameters and gas concentrations are obvious for the user and that alarms are given according to the alarm limits adjusted by the user. Finally, it can be concluded that the reported symptom was caused by a leakage in the patient circuit leading to a loss of pressure and volume and fresh gas. It can be further concluded that the user perceived the effects of the leakage in the patient circuit as a vent fail. The device issued several alarms during the case to call the attention of the user. If known before, the case would not have been assessed reportable.

Event description:
It was reported that the apollo stopped ventilating during a case. There was no injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Event description:
It was reported that the apollo stopped ventilating during a case. There was no injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in a separate follow-up-report.